Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to noise and oversensing. It was suspected that the root cause was a piece of equipment that the patient was using at the time of the shock. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.